Event description:
Per the clinic, the patient has discontinued use of the device (date not reported) for unknown reasons. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.